Manufacturer narrative:
Date sent to the FDA: 02/04/2021. Additional information was requested, and the following was obtained: how was the wound secretion resolved? Drainage of wound secretion was administered, and the suture was removed. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the suture removal and drainage placement performed in a re-operation procedure? Were cultures performed? Results? Was any prescribed medication required? Please specify. Was the re-suturing or revision required? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Was the suture removal and drainage placement performed in a re-operation procedure? Were cultures performed? Results? Was any prescribed medication required? Please specify. How was the wound secretion resolved? Was the re-suturing or revision required? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an iliac bone graft surgery on (B)(6) 2020 and the suture was used for external suturing of iliac bone graft. The patient experienced wound secretion on (B)(6) 2020. Drainage of wound secretion was administered, and the suture was removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/25/2021. Additional information: h6. The device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.